Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three anti-tachycardia pacing (atp) and eight inappropriate shocks due to what appears to be supraventricular tachycardia (svt). The therapy for the event was exhausted. This ICD remains in service. No additional adverse patient effects were reported.